Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: d.2. Common device name: intravascular administration set. D.2. Medical device type: fpa. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "an employee got poked with product." Customer states exposure testing was performed and reported to employee health. The staff member poked herself with the non-patient needle, which was clean and unused, it was just through a blood glove that caused the contamination. The employee poked themselves today with the unused luer adapter while throwing it away.